Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found connecting tube has foreign object. Additionally, the due to wear of forceps elevator lever the upward/downward angulation control knob could not be securely locked. Scratches were observed on the forceps channel port and objective lens. The suction cylinder lacked color, the scope cover was deformed, and plate detachment occurred. Discoloration was noted on the grip, control unit, and switch box. The sheet holder unit and electrical connector experienced corrosion due to water leakage. The plastic distal end cover exhibited burn marks, leading to an insulation resistance value at the distal end that did not meet the standard. A scratch on the objective lens resulted in partially dark areas in the image. The plastic distal end cover also had a dent. Both the lg lens and bending section cover displayed cracks, and a wrinkle on the connecting tube was discovered. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope had a break and crack and dark line appeared on the monitor. The device was returned for evaluation. During the device evaluation, the connecting tube had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
H10: per the information obtained from the customer, it is unknown whether reprocessing steps at the material residue point were deviated from the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the insertion tube could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.